Event description:
It was reported that during the implant procedure, the ventricular lead exhibited high impedance. The lead was not used and a new lead was implanted. The patient was asymptomatic.

Manufacturer narrative:
(B)(4).